Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed : the telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured 21.0mm. No damages were found on the ccp board pins. A good click sound was heard during insertion into the mdu system. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-05900 and 2134265-2014-05901. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an opticross imaging catheter was used to diagnose an unknown lesion. However, there was a problem with pullback. They attempted automatic pullback twice and after exchanging the device to another of same device, the issue was resolved. No patient complications reported and the patient's condition is good.

Event description:
Same case as 2134265-2014-05900 and 2134265-2014-05901. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an opticross imaging catheter was used to diagnose an unknown lesion. However, there was a problem with pullback. They attempted automatic pullback twice and after exchanging the device to another of same device, the issue was resolved. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).